Event description:
The ge oec 9800 fluoroscopy system had several occurrences over the past 2 weeks where the live image monitor would go black during procedures. Intermittent issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective video controller pcb. The video controller pcg. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.